Event description:
Pt reported that after injection with juvederm voluma xc, they stated that they "almost died" and experienced "coma paralysis." Patient also stated that the "lidocaine in the product got into their bloodstream." No treatment noted.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or pt details are not attainable. The event of "almost died," "coma paralysis" and "lidocaine in the product got into their bloodstream" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.